Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products: carto (model# unknown serial# unknown) manufacturer's ref. No: (B)(4). The device is not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that one (B)(6) female patient with supraventricular tachycardia underwent catheter ablation using carto ablation catheter. She developed persistently tight chest pain over the retrosternal area after the procedure. The pain was worse at a left lateral decubitus position and turn out an oval cystic lesion with inhomogeneous echogenicity over the posterior wall of the left atrial. A small amount of pericardial effusion was noted. On day 4 the lesion was significantly enlarged and became consolidated. Diagnosis was left atrial intramural hemorrhage-hematoma. Rivaroxaban was discontinued, and fresh frozen plasma was transfused. Patient was stable at discharge and nearly completed resolution of the hematoma and pericardial effusion at day 73. Additional information was obtained indicating that the event the patient experienced was not likely due to product but more likely due to procedure. Title: ¿early-stage left atrial intramural hemorrhage mimicking partial coronary sinus thrombosis in a patient who received ablation for atrial tachyarrhythmias.¿ the purpose of this study was to report a case of early stage of left atrial intramural hemorrhage. Suspect device is carto ablation catheter, however catalog and lot number are unknown. Complaint is reported under smarttouch thermocool catheter.